Event description:
The sales rep reports that during a lso procedure, the device tore during insertion. They used a trocar to complete. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.